Manufacturer narrative:
Follow-up #1: date of submission 08/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: there was evidence of post delivery motor power supply fault alarms in the black box of the pump. There was evidence of moisture behind the display lens. The battery cap was able to fully tighten. There was a battery compartment crack observed below the grip pad. The pump case was cracked in a corner of the display area. During investigation a call service 078-0008 motor rewind error was received on each "rewind" attempt. The pump failed a leak test as a result of the casing crack. There was evidence of moisture contamination throughout the inside of the pump including the motor circuit. The display screen was dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported the pump emitted a multiple cs 128 call service alarms. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.